Event description:
I have developed a chronic cough and shortness of breath from using the philips CPAP affected by the recall. I have not been using the machine since the recall notification and they have not provided a replacement for my unit. Philips system one CPAP. In addition, without a working CPAP going on 2 years, I have headaches and sleep quality issues. I did contact philips and confirmed that my unit is impacted by recall and still await resolution. Not using CPAP now until philips replaces unit, which looks unlikely.